Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient presented for a magnetic resonance imaging (MRI). After the MRI, the leadless pacemaker (lp) was unable to be interrogated. No changes or interventions were reported. The patient condition was unknown.

Event description:
New information noted the electrodes were moved and the leadless pacemaker (lp) was able to be interrogated. The patient was in stable condition.